Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported customer's adc freestyle libre 2 sensor glucose alarm did not alert when their blood glucose values were 30 mg/dl. On (B)(6) 2021, the customer had a seizure and lost consciousness and found not breathing. Emergency services were called and the customer was provided a glucose shot as treatment. There was no report of death or permanent injury associated with this event.